Event description:
Customer reported device used excessive power and overheated quickly. This is 1 of 1 report for event #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, the following was identified: latch slider jammed, control unit defective, motor found defective with idle current excessively high and oscillating mode blocked. Device was repaired by replacing parts and returned to customer (B)(6) 2013. (B)(6). 510k: device is not distributed in the united states, but is similar to device marketed in the USA. Placeholder.